Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, an increase in capture threshold and decrease in impedance were observed on the right ventricular (rv) lead. A new rv lead revision was attempted unsuccessfully. The old rv lead remained implanted and the patient will continue to be monitored. The patient was stable with no adverse consequences.